Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 3-nov-2016, an fse visited the customer facilities and found a tsh cup stuck in the belt of stc lane. The fse removed the cup, cleaned, lubricated all pertinent parts, then reset the alignment of the sorter to the stc lane and tested that the parts were performing as expected. As verification, he ran a daily maintenance procedure with passing results. The customer then ran quality controls for all their assays with no error. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a cup stuck in belt of stc lane.

Event description:
On (B)(6) 2016, a customer reported obtaining error 4243: hybrid arm y-axis home overrun in multiple occasions with their aia-2000 analyzer. The customer was unable to run lh-ii, e2, prolactin and progesterone patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh-ii, e2, prolactin and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.